Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., other, other text: e1. Initial reporter postal code exceeded allowable field length, initial reporter postal code is as follows: (B)(6) h3 other text : device not returned

Event description:
The customer reported unit shuts off a few minutes after turning on. There was no patient impact or consequence reported.